Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, mobility - immediate loading (2023_1049 and 2023_1050 are same patient).